Event description:
The user facility biomed reported that during per-use checks the device alarmed "circuit occlusion" and ext high peak pressure" and went inop. The user facility biomed also reported that the device passes the extended systems test (est) but is only putting out very minimal flow.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as 06/01/2015. Carefusion will submit a follow-up medwatch report once the evaluation has been completed.

Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the root cause of the reported event was that the device¿s inspiratory pressure transducer was out of calibration. The carefusion field service representative recalibrated the device and the device passed all performance tests.